Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1).there is no allegation related to the bard/davol soft mesh. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1) or an unspecified bard/davol bard soft mesh on (B)(6) 2012 or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1).there is no allegation related to the bard/davol soft mesh. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, migration and adhesion thereby underwent repair with removal of mesh. Per op notes, "the sepramesh ip had become separated from the inferior aspect of the fascia." The instructions-for-use supplied with the device lists hernia recurrence, migration and adhesions as possible complications. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip(device #1) or an unspecifed bard/davol bard soft mesh on (B)(6) 2012 or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip(device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent open repair with the implant of sepramesh ip (device #1). Per operative notes, ¿the hernia sac was excised off the fascial edges. Then an underlay sepramesh ip (device #1) was placed with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with removal of sepramesh ip (device #1) and implant of bard soft mesh (device #2). Per operative notes, ¿the hernia sac was found in lower abdomen. The extensive adhesions were taken down. The sepramesh ip (device #1) had become separated from the inferior aspect of the fascia, causing recurrent hernia. The mesh was quite floppy, redundant in the upper abdomen therefore removed completely. Then a bard soft mesh (device #2) was placed over the posterior fascia using sutures.¿ ni-ni-2016 - patient underwent emergency surgery for bile duct stone which required cutting through the bard soft mesh (device #2) and open cholecystectomy. (Note, no operative notes provided). (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of an unspecified circular mesh. Per operative notes, ¿the adhesions beneath the fascia were dissected away. Then a circular mesh was sewn into the place with bioabsorbable coating towards the abdomen using sutures.¿ (note: there was no visualization of the bard soft mesh (device #2) during this procedure). Attorney alleged that the patient had adhesions, mesh migration, hernia recurrence and pain. It is also alleged that the patient had floppy and redundant mesh, partially unincorporated mesh which caused a recurrent hernia.